Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which it was determined that the AED would not supply an adequate shock during the shock test. Evaluation confirmed that the AED had sustained damage. Further evaluation determined that the issue was due to a loose connection of a transistor attributed to the device experiencing a drop or significant impact. Based on these findings, the device was removed from service. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.